Manufacturer narrative:
The reported iab lot # is 3000298622 and the returned/evaluated iab lot # is 3000287423. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. Four kinks were observed on the catheter tubing approximately 75.9cm,75.4cm,70.6cm and 50.8cm from the iab tip. The inner lumen was found to be occluded. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the customer experienced difficulty while inserting the intra-aortic balloon (iab) through another manufacturer's sheath. Insertion was able to be completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).